Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. It was also noted that the patient experienced palpitations at night and was position dependent. Technical services (ts) confirmed the physician's hypothesis that the cause of the palpitations were most likely the autothreshold test. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.